Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted that before patient died they informed a family member that "pacemaker not working" and "felt weird". The implantable pulse generator (ipg) exhibited noise. The ipg system was explanted.